Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; it remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and excessive dried body fluids were noted in the shaft assembly. No conclusion could be reached as to what may have caused the reported incident. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the circulator said the clip applier worked first and then clips started shooting out of the side. They opened a new clip applier and were able to complete case. There were no adverse consequences for the patient.